Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultraeasy meter was prompting an error 4 message. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests four times a day and manages his diabetes with glargine (once at mid-day) and novorapid insulin (three times a day); patient self-adjusts his insulin based on the result with the subject meter. The patient alleged that the issue began on (B)(6), 2010 at 12am. The patient denied taking any action (in regards to his diabetes management) as a result of the alleged issue. Approximately thirty minutes after the alleged issue occurred, the patient claimed he became lethargic, sweaty, and shaky. The patient administered self-treatment by drinking orange juice and claimed he felt better one hour later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, and the vial of test strips he was using were within the expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k061118.